Event description:
Pt was to have spinal anesthetic. Spinal needle contained in the baxer tray was placed after some difficulty. The syringe in the kit would not seal to the needle. It allowed entrapment of air which could have led to pt injury. This kit was discarded and another tray, same lot #, was opened. It too leaked potentially causing pt injury. It was discarded and the spinal was safely performed using a different needle and syringe assembly. The pt required multiple needle sticks and multiple dural punctures because of the defective product.